Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was 144 mg/dl at the time of the incident. It was reported that the insulin pump screen was frozen after dropping it. The customer replaced the battery and received battery out of limit but then the buttons were not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.